Event description:
The patient experienced right heart failure on (B)(6) 2024. Central venous pressure (cvp) was above 18mmhg.

Manufacturer narrative:
Correction: b3 - date of event. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient dies due to cerebral infarction and the pump was removed.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected section g2: report source corrected section g3: the previous was submitted with aware date 07oct2024. The correct aware date is 03oct2024. Section h6: health effect - clinical code and health effect - impact code. Manufacturer's investigation conclusion: the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was returned for evaluation following the patient passing away due to cerebral infarction on (B)(6) 2024. It was noted that leading up to the death, the patient experienced intracranial hemorrhage on (B)(6) 2024 and had a stroke. Additionally, the patient experienced right heart failure on (B)(6) 2024, with central venous pressure (cvp) recorded above 18mmhg. Evaluation of the returned pump did not reveal any findings that would have contributed to a functional issue. (B)(6) was returned assembled with the pump cable fully intact. The modular cable was returned along with the pump and appeared unremarkable. Approximately 2.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was not returned. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. The lvad event and periodic log files retrieved from the returned pump appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. The IFU lists stroke, bleeding, right heart failure, and death as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 6 also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that ascites were noted along with the elevated cvp. The patient's stroke occurred in the right frontal lobe and left parietal region as diagnosed by a computed tomography (CT) scan. The patient was on heparin at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient had intracranial hemorrhage on (B)(6) 2024 and had a stroke. Computed tomography was performed, and heparin was provided. There was no obvious thrombus in the device.

Event description:
Some changes to patient condition or anticoagulation status that may have contributed were the patient was managed with heparin, and activated partial thromboplastin time (aptt) remained between 1.6 and 2.0. Right heart failure was present prior to left ventricular assist device (lvad) implant. The device was not the cause of right heart failure. The symptoms the patient had were cardiopulmonary arrest (cpa). The event was treated with catecholamine administration and mechanical ventilation. A CT scan revealed extensive cerebral hemorrhage. The being related to the device could not be ruled out. The device was functioning as expected. Internal normalized ration (inr) was 1.14. The patient was managed with heparin, and the aptt on the previous day was 2.0.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Correction: h6, removed 4446 - heart failure/congestive heart failure. Manufacturer's investigation conclusion: the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was returned for evaluation following the patient passing away due to cerebral infarction on (B)(6) 2024. It was noted that leading up to the death, the patient experienced intracranial hemorrhage on (B)(6) 2024 and had a stroke. Evaluation of the returned pump did not reveal any findings that would have contributed to a functional issue. (B)(6) was returned assembled with the pump cable fully intact. The modular cable was returned along with the pump and appeared unremarkable. Approximately 2.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was not returned. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. The lvad event and periodic log files retrieved from the returned pump appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A is currently available. The IFU lists stroke, bleeding, and death as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.